Event description:
It was reported that the ilet device displayed an inaccurate time by more than one hour and the user observed apparent time drift; the user corrected the time in general settings, and a firmware update was identified and recommended. Symptoms included no clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included a review of device settings and verification of available firmware updates with user education on completing the update. Investigation of this case revealed a device timekeeping inaccuracy consistent with software or clock configuration behavior, with the device otherwise functioning. It was concluded, based on previously established findings for similar reports, that the cause was attributed to software-related timekeeping drift remediated by setting adjustment and recommended firmware update.

Manufacturer narrative:
Initial.